Event description:
It was reported that a trained user experienced persistent hyperglycemia while using the ilet system, with concerns of leaking cartridges from lot 33385 (serial (B)(6)) leading to frequent supply changes and higher than expected insulin use, after which the user stopped using the device. Symptoms included hyperglycemia. Outcomes included no hospitalization and no alerts or alarms reported. Investigation included review of the user¿s report and consultation with the healthcare provider. Investigation of this case revealed an unclear cause of hyperglycemia, and a device-related leak of the cartridge could not be confirmed without product evaluation. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.